Event description:
It was reported that while using a cardiosave intra-aortic balloon pump (iabp) on a patient, the non-getinge balloon ruptured and catheter inspection (flow restriction) was required. Contamination of blood was confirmed. The iabp was not replaced because weaned as it is. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse could not duplicate the issue. There was no contamination of blood inside the device and confirmed that there was no blood contamination inside the pneumatic interface module (pim), around the catheter connection area, or on the patient side of the safety disk. The iabp was not replaced because weaned as it is. All functional and safety checks were performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using a cardiosave intra-aortic balloon pump (iabp) on a patient, the non-datascope balloon ruptured and catheter inspection (flow restriction) was required. Contamination of blood was confirmed. The iabp was not replaced because weaned as it is.